Manufacturer narrative:
The device is returned and an evaluation completed for it. Device was tested and inspected using test scopes and video processor (cf-hq190l, gif-h190, gif-h180, and cv-190). Image stabilized normally without any issue. The spare lamp is burned out. Black mildew stains are found on air pump tubing which can affect the performance. Customer is using an incorrect olympus lamp model. The lamp life meter is reading at 200 plus hours with light output measuring out of range. Worn out socket slider switch is causing intermittent use of high intensity mode. Device has old version main power switch needing to be upgraded. Fan is functional, and air pressure tested okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for repair for image processor issues of resetting time of the lamp. There is no reported harm to any patient. Upon evaluation of the returned device, the spare lamp was found to be burned out. This medwatch is being submitted for the issue of the burned out spare lamp observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 17-dec-2021. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is estimated that the cause of the phenomenon of the ¿spare lamp has burned out¿ was likely an incorrect lamp installed, however, the fault could not be specified. No further information could be obtained. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿chapter 6 lighting lamp replacement: 6.1 outline and precautions for lighting lamp replacement: use the following lighting lamps specified by us as the lighting lamps to be replaced. Xenon lamp maj-1817 (manufactured by olympus). If you need a new lighting lamp, please contact olympus.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.